Manufacturer narrative:
E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6). D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported after a while (four or five hours of use), the message ¿speaker malfunction¿ appears on the display. It is unknown if the device produced sound at the time of the report. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
Additional information was received the unit produced sound, and it was distorted at the time of the event. As per the definition of non-reportable, a speaker malf inop was reported as a visual message. The presence of a visual inop indicating that the speaker has malfunctioned when audio is confirmed to be operational and sound is provided is not likely to lead to harm as alarms continue to be annunciated. Analysis was performed by a field service personnel which included interviewing the customer and evaluating the unit. It was confirmed at the time of the event the unit produced sound and it was distorted. The fse gave the customer a quote for repair; however, they declined service with philips due to the high cost. The customer eventually came back and decided to replace the faulty speaker assembly. The field service personnel replaced the speaker assembly to resolve the issue and the unit was returned to service. Based on the information available in the case and the testing conducted, the cause of the reported problem was confirmed to be the speaker assembly. The reported problem was confirmed. If additional information is received, the complaint file will be reopened for further investigation.

Manufacturer narrative:
Additional information was received the unit produced sound, and it was distorted at the time of the event. As per the definition of non-reportable, a speaker malf inop was reported as a visual message. The presence of a visual inop indicating that the speaker has malfunctioned when audio is confirmed to be operational and sound is provided is not likely to lead to harm as alarms continue to be annunciated. Analysis was performed by field service personnel which included interviewing the customer. It was confirmed at the time of the event the unit produced sound, and it was distorted. Philips provided the customer a quote for repair; however, they declined service due to the high cost. According to the customer, the unit remains unrepaired. Based on the information available in the case, the cause of the reported problem was not confirmed as philips did not provide service to the unit. The reported problem was confirmed. If additional information is received, the complaint file will be reopened for further investigation.